Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was rupture and capsular contracture baker grade unknown.

Event description:
Patient reported adverse event with diagnosis report . "Diagnosis: partial capsular fibrosis of the right breast with indication of sufficient foreign material in histiocytic demarcation". Affected side right. Device has been explanted.

Event description:
Patient reported adverse event with diagnosis report attachment. "Diagnosis: partial capsular fibrosis of the right breast with indication of sufficient foreign material in histiocytic demarcation". Affected side right. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: red particle material on the shell, opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: b.3, b.6, g.2, h.6.